Event description:
Overdelivery reported. The pump is in home use infusing over night tpn. The pt has been on home tpn for a long time. He prefers to set the pump to deliver 900 ml, and then when he awakens he programs the final 100 ml at a slower rate to taper down the infusion. He reported that on several occasions, the 1000 ml IV containers have been empty when the pump alarms for dose end at 900 ml. The display indicates 900 ml delivered. The pt did not report any adverse effects from the delivery without his usual taper down practice. He was concerned, however, because "in the past he has had some blood glucose problems when the tpn was stopped without the taper down period."

Manufacturer narrative:
The reported problem could not be duplicated. There is no statistical increase for delivery error for the infusion pump for the last 12 months. There has been one report of code 102 (overdelivery) for the 12 months ending 11/30/96 for this product.